Event description:
Olympus was informed that the monitor went dark during an unidentified procedure. There was no patient injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional information without success. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. There was no image observed during evaluation. There was evidence of fluid invasion noted inside of the scope connector unit which likely attributed to the user's experience. The referenced device passed the leakage test. As the device passed leak testing the likely source of the fluid invasion appears to be due to mishandling, likely during reprocessing. This report is being submitted as a medical device report in an abundance of caution.